Manufacturer narrative:
Limited information about the event was available. Attempts to follow up with the patient (user) and gain additional information did not receive a response.

Event description:
Intermittent catheter patient (user) said she recently had a kidney infection concurrent with catheter use and was treated with medicine.

Event description:
During follow-up, the patient said she was prescribed antibiotics, took the full course, and recovered from the infection.

Manufacturer narrative:
During follow-up, the patient said she did not have issue with the product itself, and has used the product or a similar product for almost twenty-four years. Due to her work circumstances, she is unable to use or have access to a fresh catheter every time, and re-use of the catheter may have been a contributing factor for the kidney infection.